Event description:
(B)(6), plastic surgeon, reports via our sales rep, (B)(4), that the pt was treated with variax dr in combination with cast for correctionosteotomy. He reports that after 2 weeks, the pt felt more and more pain and that on a 3 weeks post operative x-ray the plate was broken.

Manufacturer narrative:
Device not available for return. Internal investigation in process but not yet complete.